Event description:
Boston scientific received information that this patient was suspected to have a metal allergy. The physician elected wrap the device with a gore sheet. It was noted that the shock impedances appeared high out of range on right ventricular channel. All other parameters and testing appeared normal. A request was made to technical services regarding patient management. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Technical services discussed off label use thus no information was provided to manage the specific condition. At this time the system remains implanted.